Manufacturer narrative:
H6: investigation summary two hundred 3ml syringes were received and evaluated. 198 were in fully sealed blister packs from batch 0232783 (p/n 309657). Two were loose with opened packages and one had an unknown needle attached. It appeared the " clear liquid substance" was silicone and each of the syringes contained the normal and expected amount per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The reported defect was not identified in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 3ml ll 200 s/c had foreign matter. The following information was provided by the initial reporter: material no: 309657 batch no:0232783 it was reported that there is a clear liquid substance at the plunger causing it to stick, once pulled back hard, it glides as it should. Odorless, colorless, oily/sticky, when I touch the plunger, its tacky and my fingerprint impression is left in the substance. Verbatim: one of the hfhs medical group locations has observed an additional product issue with the bd 3 ml syringe. Only one reported so far observed from this lot. I tried calling bd yesterday to see if they can speed up the evaluation of the syringes already returned. Can you do anything to help with this? I am trying to avoid having to sequester another large amount of product at hfhs. There are no recalls or alerts related to this so we really need to know what this is and whether these syringes are safe for continued use.

Manufacturer narrative:
The initial reporter also notified the FDA on 29 october, 2020. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll 200 s/c had foreign matter. The following information was provided by the initial reporter: material no: 309657 batch no:0232783. It was reported that there is a clear liquid substance at the plunger causing it to stick, once pulled back hard, it glides as it should. Odorless, colorless, oily/sticky, when I touch the plunger, its tacky and my fingerprint impression is left in the substance. Verbatim: one of the hfhs medical group locations has observed an additional product issue with the bd 3 ml syringe. Only one reported so far observed from this lot. I tried calling bd yesterday to see if they can speed up the evaluation of the syringes already returned. Can you do anything to help with this? I am trying to avoid having to sequester another large amount of product at hfhs. There are no recalls or alerts related to this so we really need to know what this is and whether these syringes are safe for continued use.